Event description:
During the procedure was coil embolization of the iliac artery (vessel that was not calcified and mildly tortuous), the 10th coil (orbit galaxy complex fill coil 3 x 8 - (B)(4)) would not be detached at the green zone or the red alternative detachment zone using a trufill dcs syringe ((B)(4)). Both the coil and the syringe were safely removed from the patient and were replaced for new devices, and it is unknown how many coils were successfully detached using the same syringe before the complaint product. Afterwards, the same thing happened with the 11th coil ((B)(4)) using the new dcs syringe ((B)(4)). Both devices were safely removed from the patient and then the procedure was completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. There was no leaks noticed anywhere on the systems, and there were no damages noticed on the complaint products after the procedure. A dedicated saline source was utilized to fill both syringes, and it was unknown how many coils were detached with the first syringe and no coils were detached with the second syringe. The complaint products are all going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216.

Manufacturer narrative:
During a coil embolization of the iliac artery (vessel that was not calcified and mildly tortuous), the 10th coil (orbit galaxy complex fill coil 3 x 8 -640cf0308/15488778) would not be detached at the green zone or the red alternative detachment zone using a trufill dcs syringe ii (635-002/96331147). Both the coil and the syringe were safely removed from the patient and were replaced for new devices, and it is unknown how many coils were successfully detached using the same syringe before the complaint product. Afterwards, the same thing happened with the 11th coil (637mf0306/15475607) using the new trufill dcs syringe (635-002/96331146). Both devices were safely removed from the patient and then the procedure was completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. There were no leaks noticed anywhere on the systems, and there were no damages noticed on the devices after the procedure. A dedicated saline source was utilized to fill both syringes, and it was unknown how many coils were detached with the first syringe and no coils were detached with the second syringe. No additional information is available. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped without damage. The support coil was received outside of the introducer. The gripper and embolic coil were found inside of the introducer. The griper was found broken and the embolic coil stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the embolic coil was found stretched while the gripper shows a broken section and a burst area was noted on it. The unit was sent to sem (scanning electron microscope) analysis. The sem results showed evidence of elongation and partial cutting characteristics on the gripper separation surfaces. Elongation is a common characteristic of pieces which are pulled/ stretched until separation. It was also observed that the gripper presented a burst condition. Results showed that the external surface exhibited evidence of elongation and scratching marks near the tear edge. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. The functional test could not perform due then conditions of the received unit. (Gripper broken and burst condition). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed with analysis. The cause during analysis of the returned device was due to the broken section and burst found on the gripper. The cause and timing of these damages cannot be conclusively determined. The broken (cut) section appears as if it occurred during handling of the device. Based on the report that the coil did not detach when pressurized to the green zone and then the red zone and the analysis of the returned device it appears that procedural and handling factors contributed to the damages on the gripper of the returned device. As additional investigation the orbit mini complex manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or other type of damage on the gripper. Although a definitive conclusion cannot be made regarding the reported event or condition of the returned device, neither the analysis nor the device history review indicates a relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped without damage. The support coil was received outside of the introducer. The gripper and embolic coil were found inside of the introducer. The griper was found broken and the embolic coil stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the embolic coil was found stretched while the gripper shows broken section and a burst were noted on it. The unit was sent to sem (scanning electron microscope) analysis. The sem results showed evidence of elongation and partial cutting characteristics on the gripper separation surfaces. Elongation is a common characteristic of pieces which were pulled/ stretched until separation. It was also observed that the gripper presented a burst condition. Results showed that the external surface exhibited evidence of elongation and scratching marks near the tear edge. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. The functional test could not perform due then conditions of the received unit. (Gripper broken and burst condition). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was confirmed during the visual analysis. The cause of the failure experienced was due to the broken section and the burst found on the gripper. The burst found on the gripper and the damages found on the device could not be conclusively determined. The broken (cut) section appears was occurred during the handled of the device. Procedural and handling factors appear to have contributed to this failure. As additional investigation the orbit mini complex manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or other type of damage on the gripper. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216. Additional information will be submitted within 30 days upon receipt.